Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro coating on the tip was deteriorating. The harvester's description was that it was most likely that it melted. She described a difficult harvest with blood in tunnel and admitted to activating the device without clear visualization of the tip. No pieces were/needed to be retrieved. The amount of blood in the tunnel was reported as greater than normal, however, this was most likely due to the patient's state of anti-coagulation. The reporter does not believe any clips or incisions were required. The procedure was completed with the same device. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was detached and missing. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).